Manufacturer narrative:
(B)(4). The peritonitis occurred on an unreported date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with tobramycin, started at 1ml, then decreased to 0.5ml (frequency and route not reported). It was reported that, the patient will be on tobramycin (0.5ml) for 28 days and will then start an unknown oral antibiotic (further details not provided) after finishing tobramycin. At the time of this report the patient was recovering and the peritonitis was resolving. Dianeal and extraneal therapies were ongoing. No additional information is available.